Manufacturer narrative:
Date of event: used (B)(6) 2018 as the event date was not provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac vein. A 16-6.5x8x75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The physician used a smaller 16-4.5x8.75 xxl balloon catheter but it also ruptured during inflation at 5 atmospheres for 5 seconds. The devices were completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.